Manufacturer narrative:
Manufacturing review:the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 20mm balloon. Two kinks were noted, one was approximately 2.4cm from the strain relief and the second one was approximately 10.4cm form the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation:the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to a max30 inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential break was noted to the catheter, right at the distal end of the y-hub. The catheter break was examined under magnification and the edges of the break were jagged. What appears to be a sanding mark was present on the catheter at the point of the break. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for a partial circumferential catheter break just distal to the y-hub. A partial circumferential break in the catheter was found near the hub. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions:carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation:prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution. Use of the ultraverse 035 pta dilatation catheter:position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Manufacturer narrative:
No hospital medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been retruded to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that a pta balloon failed to inflate during initial inflation. The health care provider reported the device was removed without issue. The hcp further reported the device was tested ater removal and allegedly a pinhole was identified in the catheter. Another balloon was reportedly used to complete the procedure. There was no reported consequences or impact to the patient.